Manufacturer narrative:
Affected item was not returned for evaluation. A review of the DHR revealed no deficiency in manufacturing. A product deficiency was not reported. In this case it could only be referred to available information. General aspects: pain is a typical complication of intramedullary nailing. This harm does not primly depend on the implant. It is mostly caused by the kind of fracture, patient's general condition (osteoporosis), and primly the respective surgical technique. Pain may be tolerable with analgetic and antiphlogistic medication or would cause significant permanent harm. As revision was performed after an implantation period of roughly 1 year ¿ due to existing pain ¿ and the as the humeral nail was revised with an arthroplasty it can only be assumed ¿ because no further information was available ¿ that bone healing was insufficient. Using an arthroplasty ¿ presenting a system change ¿ is in most of the cases an indication that no further bone healing was expected by the treating surgeon. Successful treatments with t2 nails require sufficient and timely bone healing. From technical point of view a further statement was not possible. With available information the cause of the event was most likely based on the patient¿s condition but not caused by a deficiency of the device. The risk analysis had considered poor bone healing; the estimated thresholds were not exceeded. In case the products and / or relevant clinical information should become available, we reserve the right to update the investigation and change the root cause. With available information the event was not caused by any deficiency of the device.

Event description:
It was reported that patient complain of right shoulder pain. Dr. Removed hardware and proceeded to right shoulder arthroplasty.

Event description:
It was reported that patient complain of right shoulder pain. Dr. Removed hardware and proceeded to right shoulder arthroplasty.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.